Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a clinical pulse field ablation procedure, a faradrive steerable sheath was selected for use. It was reported that an atypical atrial flutter occurred requiring unexpected diagnostic intervention. A suspected cause is a new arrhythmia. No further details provided. The device return is not expected.